Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a transcatheter aortic valve replacement (tavr) procedure, this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited pacing impedance measurements start approximately at 1500 ohms that increased to high out-of-range pace impedance measurements and triggered a lead safety switch (lss). It was noted that impedance measurements were in the 500-600 ohm range prior to the tavr procedure. The lv lead was evaluated a few days later, and normal impedances and thresholds were observed. This crt-p and lv lead remain in service. No adverse patient effects were reported.